Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient and partner observed low glucose readings on the ilet and connected phone, confirmed by a fingerstick of 71 mg/dl, after which they calibrated the ilet and entered the value; the event was categorized as hypoglycemia with cause unclear, and education and troubleshooting were completed. Symptoms included low blood glucose without reported immediate health effects. Outcomes included self-treatment with oral glucose and no medical intervention or hospitalization, with partner assistance provided out of kindness rather than necessity. Investigation included review of reported device behavior and user actions, including calibration and low-glucose alerts. Investigation of this case revealed no device malfunction reported and no component failure identified, with the device providing low and urgent low alerts and the user correcting with carbohydrates. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.